Manufacturer narrative:
Qc was within specifications during the time of the event. A system check performed in 2008 was within specifications. The customer excluded instrument malfunction due to a technical support specialist service visit the previous week. Service was not dispatched for this event. The sample was sent to bci for investigational testing and an interferent was detected in the patient's sample which is the root cause of the elevated accu tni results.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for a single pt. The elevated results were in the range of 49.33ng/ml - 79.71ng/ml. The results were reported out of the lab and the pt underwent heart catheterization. A sample from this pt was tested via an alternate methodology for troponin and a result of "<0.1" (units not provided) was obtained. The customer did not repot pt injury requiring medical intervention or death attributed or connected to this event.